Event description:
Per the clinic, the patient experienced chronic infections at the implant site, and was treated with oral antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on 28 january 2021.

Event description:
It was reported that the device was explanted on 24 december 2020 due to infection and extrusion of the receiver-stimulator.